Manufacturer narrative:
No investigation could be performed; no conclusion could be drawn as no device was returned. Synthes is unable to determine mfg date without a lot number.

Event description:
The inner set screw on the ti click'x locking cap dislodged postoperatively and was protruding above the construct from a plif procedure at l4-l5. The pt noticed a small lump and x-rays confirmed protrusion of the inner set screw. Surgeon noted fusion and the left side of the construct was removed. The contralateral side was intact and not removed.